Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 407652 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was checked in the emergency room (ER) and there was high thresholds on the right ventricular (rv) lead. X-ray showed rv lead lost slack and tip was sitting in tricuspid valve. The rv lead repositioned in rv apex. No patient complications have been reported as a result of this event.